Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:05 was confirmed during product evaluation. Quality engineering has determined this condition as a cascade error from failure code 18:115:885:03e8. The reported condition could not be reproduced; therefore, no repair was necessary. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 812:05 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.